Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that the laser probe tip was unable to be inserted into the cannula during a surgical procedure. The laser probe was exchanged to complete the procedure with no harm to the patient.

Manufacturer narrative:
Two (2) 25 gauge illuminated flex curved laser probes were received and a visual assessment of the returned sample found a detached radio frequency identification (rfid) tag on one of the probes and excess adhesive on the nitinol- cannula junction on both probes. The samples were then inserted in a 25 gauge trocar cannula where they were stuck thus, replicating the reported event. The 25 gauge illuminated flex curved laser probe was manufactured on november 9, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to excess adhesive on the nitinol-cannula junction. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The 25 gauge illuminated flex curved laser probe was manufactured on november 9, 2017. There were (B)(4) paks associated with this lot. Based on qa assessment, the product met specifications at the time of release. With no additional, related information provided, the customer reported event could not be confirmed. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).